Manufacturer narrative:
Tracking no: (B)(4).

Event description:
According to the reporter: during a hysterectomy, the needle broke and the broken piece was left in the patient. An x-ray was performed to find the broken needle but it was not removed. The device will not be returned for evaluation